Event description:
The customer experienced a falsely elevated ca19-9xr result for one patient on the architect i1000sr analyzer. The sample was left standing 10 minutes and centrifuged at 3000 rpm x 5 minutes. The following data was provided: initial 231.9 u/ml, retest of original sample 107.3 u/ml, 9.9 u/ml, 5.9 u/ml. The sample was recentrifuged and the pipetted sample: 4.84 u/ml and original sample: 4.48 u/ml. After further discussions, the customer believes there is a high possibility that this phenomenon was derived from the specimen (impact of fibrin). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
Further investigation of the customer issue included a review of historical data, device history record review, a review of labeling, and accuracy testing. The investigation included review of the submitted data and product historical data. Review of the data did not identify any product issue or adverse trend. Labeling was reviewed and found to be adequate. This issue is limited to a single patient. Comparison between methods is not allowed per product labeling. Accuracy testing was completed using panels and the likely cause lot shows that it can accurately detect known concentrations of the analyte and met all specifications. Based upon the data available and the results of this investigation no malfunction or product deficiency was identified.